Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, runthrough. Guide cath: terumo 6f il 3.5. Sheath: 6f. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The moderately calcified patient anatomy was not pre-dilated prior to attempting to advance the promus sds, which likely contributed to the reported failure to advance. It should be noted the promus instructions for use (IFU) states: pre-dilate the lesion. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. It is likely that the stent interacted with the lesion during multiple attempts to cross the lesion, damaging the struts, and contributing to the difficulty removing the sds through the guiding catheter during retraction. Further, an interaction with the guiding catheter likely contributed to the stent moving in the balloon. The IFU also states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or / and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. Based on the device lot history record review and query of similar incidents for this lot, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. An attempt was made to direct-stent the lesion with the 3.5 x 28 mm promus stent delivery system (sds); however, the sds could not cross the lesion. Dilatation was performed, and the promus was advanced a second time, but could not cross to the lesion. An additional guide wire was used for support; however, the promus was still unable to cross the lesion. During removal, resistance was met with the guiding catheter, and it was noted that the stent had moved proximally on the sds balloon. Further dilatation was performed, and a non-abbott stent was used to complete the procedure. There were no adverse patient effects. No additional information was provided.